Manufacturer narrative:
One device was returned for repair with complaint that device failed downstream occlusion (dso) calibration. Device has no service history. Review of event log found no relevant alarms. Visual/functional testing was performed. During inspection the device was able to calibrate normally, passed the downstream occlusion (dso) test at 25 psi, and passed the upstream occlusion (uso) test. After software flash, recalibrated unit again, reran tests, and all passed once again. During inspection found the dso seal was lifting, and the seal was replaced. The manufacturer representative performed dso/uso sensor calibration multiple times, and the device passed all testing criteria.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. Found during testing, there was no patient involvement.